Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient began to have low flow the early morning of (B)(6) 2026. A transesophageal echocardiogram (tee) revealed mobile thrombus on the inflow cannula. The patient was taken for a pump exchange on (B)(6) 2026. The log file confirmed low flow events on (B)(6) 2026. A computed tomography angiography (cta) confirmed thrombosis in the outflow graft (ofg) as well. The patient was heparin-induced thrombocytopenia (hit) positive; bival was used for cardiopulmonary bypass (cpb). Pre exchange, their vitals were: heart rate was v-paced 100, mean atrial pressure (map) was 72, pulmonary artery (pa) was 69/28, and central venous pressure (cvp) was17. Flow was 0.0, speed was 5000, pulsatility index (pi) was 2.4, and power was 2.0. The patient was cannulated centrally for cpb. Ofg was cut open first; clot extended to the most distal potion of the ofg right before connected to ascending aorta. The pump unlocked with large clot noted throughout. Per surgeon, it appeared to be an ingested thrombus. Original apical cuff remained in use, new pump locked in with ease, and driveline was tunneled to prior exit site. The patient weaned from cpb with flow of 3.7, speed 4800, pi 3.7, and power 3.2. Post vitals: heart rate was v-paced 100, map was 79, pa was 42/24, and cvp was 11. There were no changes to anticoagulation prior to thrombus., the patient's international normalized ratio (inr) was therapeutic. No CT images were available. There were no patient specific symptoms.